Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occured in the united arab emirates. On (B)(6) 2025, the patient reported experiencing diabetic ketoacidosis (dka). To manage the high blood glucose levels, the patient was provided with an insulin pen for treatment. The situation escalated, leading to hospitalization on (B)(6) 2025, at 6:00 pm. Upon admission, the patient's blood glucose level was recorded at 372 mg/dl (or mmol/l, depending on the measurement system used). The hospital stay was relatively brief, lasting approximately 6 hours. No further information available.